Event description:
The company representative reported that the patient needed the implantable neuro stimulator (ins) pocket moved due to pelvic pain related to interstitial cystitis. The patient was having surgery friday to address the pocket pain. It was unknown when the pain started. The patient was seen by the health care provider (hcp) today. The indication for use (IFU) was unknown. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v931583, implanted:(B)(6) 2014, product type: lead. (B)(4).